Manufacturer narrative:
(B)(4): the device evaluation identified a cracked/broken adapter bracket. The device reported, lost number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.

Event description:
The device evaluation identified a reportable malfunction, cracked or broken adapter bracket.